Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Patient reported right-side "has a hole and it's leaking. This record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.